Event description:
The pt, with dementia, complained of pain on swallowing of one month's duration. Pt denied foreign body ingestion. Ap and lateral chest films showed dentures lodged in the pt's upper esophagus. The dentures could not be removed endoscopically. Therefore, surgical exploration and an esophagotomy were required to remove the dentures. The dentures in this pt were detectable by chest films because they were radiopaque. Reporter proposes to ban radiolucent dentures, which would have been undetectable.